Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that spaceoar was implanted during a fiducials and spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia and there were no issues noted during the procedure. According to the complainant, during a magnetic resonance imaging (MRI) and cat (CT) scan on (B)(6) 2019, the physician noted an abscess and an infection within the spaceoar. As of (B)(6) 2020, the patient's condition was reported to be alright and the radiation treatment was put off until the patient will be re-examined.